Manufacturer narrative:
Additional h6 (type of investigation) code: labelling review h11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The device was not requested for return as there is no allegation of device deficiency and/or malfunction by end customer. Aortic tear may occur as a complication of cardiac surgery involving a diseased aortic root. Aortic tears are life threatening conditions that require urgent intervention. This event, or its consequence, is a known anticipated risk/potential adverse event included in the instructions for use (IFU). There is no evidence to suggest a manufacturing non-conformance or defect contributed to the reported event. Based on the information available, the most likely cause is patient and/or procedural factors, including pre-operative native tissue fragility and significant calcification of the aortic root. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". It was reported via the implant patient registry (ipr) that this 11500a23 valve was explanted at implant from the aortic position due to aortic root rupture. As reported, during the process of implanting the valve, a calcium bar was dislodged and the integrity of the root, which was very fragile and significantly calcified, was compromised. As the aortic root was not salvageable, it was decided to attempt a bentall procedure with an aortic conduit valve. Unfortunately, the patient did not survive. It was noted that the edwards device was not a contributing factor for the death of the patient.